Event description:
Device removed 9 years post-op due to knee prosthesis loosening with metallosis phenomenons and erosion of the components 9 years post-op.

Event description:
Device removed 9 years post-op due to knee prosthesis loosening with metallosis phenomenons and erosion of the components 9 years post-op.